Manufacturer narrative:
On 1/8/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample a crease was noted on the posterior view. Within crease a tear was noted measuring approximately 0.4 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019. Mentor became aware that patient's date of birth is (B)(6) 1979. On (B)(6) 2019, mentor became aware that date of surgery was (B)(6) 2019, and replacement implants used were catalog number: 3501690; serial number: (B)(4) (left) and serial number (B)(4) (right). On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side deflation; 1/2 the size of the left side. Concomitant medical products: left side; 575cc mentor smooth round moderate profile; catalog number: 3501690; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 575cc mentor smooth round moderate profile and was presented with right side deflation postoperatively. It was reported that the right side got 1/2 the size of the left side. As a result, the device was explanted on (B)(6) 2019.